Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this patient's blood pressure suddenly dropped and an echocardiography showed an epicardial effusion and cardiac tamponade as there was a decrease in the volume of the right ventricle (rv). The physician suspected the rv lead had perforated the patient. An epicardial drain was utilized and surgical intervention was performed and the rv lead was repositioned and remains in service. The patient will continue to be monitored and there were no additional adverse patient effects reported.